Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (won't power on) has been confirmed. Upon investigation the monitor was unable to power on. The cause for the failure was isolated to the defibrillator pca and computer/analog board. High voltage travelled to low voltage circuitry, damaging multiple components on the pcas. Additionally, contamination was found throughout the monitor. The root cause for the high voltage travelling to low voltage circuitry could not be positively identified. The root cause for the contamination was ingress of an unknown liquid. Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids. No adverse event resulted from the defective monitor. Additionally, the patient alleged being treated by the lifevest. Due to the water damage to the patient's monitor, the alleged treatment cannot be confirmed. The therapy electrodes of the patient's electrode belt were fully intact and had not deployed gel. Review of the patient's continuous ECG recordings show that the patient's rhythm was supraventricular tachycardia (svt) at 150-180 bpm on (B)(6) 2018. Noise saturation obscured the patient's rhythm during the recording. Prior to the noise saturation, the patient's rhythm was svt at 180 bpm. After the noise saturation, the patient's rhythm was sinus tachycardia at 120 bpm. A treatment can neither be confirmed or denied during the noise saturation. The patient reported experiencing arrhythmia alarms and response buttons usage can be seen on the ECG recordings prior to the noise saturation. There was no allegation of any serious injury associate with this event.

Event description:
A us distributor reported that a patient's monitor would not power on. Additionally, the patient alleged being treated by the lifevest. Due to the damage to the patient's monitor, the alleged treatment cannot be confirmed.